Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not work) was confirmed. Upon evaluation, the front response button dome switch damagerd. The cause of the non-functional repsonse buttons is the damaged switch. The root cause of the damaged switch is physical abuse. There was no death or adverse event associated with the monitor malfunction.

Event description:
03/15/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 10/12/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor indicating that the response buttons were non-functional.